Event description:
The device was returned due to motor rate error. Upon physical inspection, check syringe plunger sensor, motor rate error, force sensor was found. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. The reported issue was verified through alarm history review, but could not be confirmed through any other test. The cause of the issue was unknown. The main board, clutch were replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.